Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-01 h6: investigation summary bd received an actual customer sample and 7 photos were returned by the customer in support of this complaint. A visual examination of sample and photos was performed and revealed foreign matter (blood) in the tube. It should be noted that the investigation showed that the tube had been used. Bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided. An exact cause of the issue could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that prior to use with bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes pink foreign matter was discovered on inner wall of tube. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, pink-colored fm (dirt) was found on the inner wall of the tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes pink foreign matter was discovered on inner wall of tube. The following information was provided by the initial reporter, translated from (B)(6) to english: according to the customer's report, pink-colored fm (dirt) was found on the inner wall of the tube.